Manufacturer narrative:
Evaluation of the returned velocity revealed a fracture at the mid-shaft. If the device is retracted against resistance or is otherwise mishandled at extreme angles during use, damage such as this may occur. Based on the reported complaint, the root cause of the fracture could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), benchmark bmx96 access system (benchmark max), and a non-penumbra guidewire. During the procedure, the physician completed one pass then performed a contrast run. While running the contrast, the physician noticed that the velocity looked broken. The physician then removed the benchmark max and velocity together. Upon examination on the back table, the physician found the velocity broken at the distal end and hanging by a thread of material. The procedure ended at this point. There was no report of an adverse effect to the patient.